Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display after changing the battery. The blood glucose at the time of the incident was 118 mg/dl; treating with manual injections. The customer stated the device was not dropped, bumped or exposed to moisture and no damage was found in the battery cap contacts, spring or compartment. Troubleshooting was not completed since the customer did not have a new battery to test. It was advised that a battery cap replacement would be sent. The insulin pump will not be returned for analysis.